Event description:
Ous MDR - oversensing of noise on both the ra and rv leads and pacing inhibition was noted. The noise could not be provoked with arm exercises or manipulation of the pacing system. No adverse patient side effects were reported.

Manufacturer narrative:
The leads are currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.